Manufacturer narrative:
These components were released according to manufacturing and quality control procedures. The device was functioning properly for over 13 years in the patient. Material degradation occurred and progressed enough to cause mechanical failure to take place on the cylinder 2 bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was revised due to rip at reservoir.

Event description:
According to available information, this device required replacement due to a rip at the reservoir. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.